Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she is experiencing a headache that runs down her neck. The customer states she does not require medical attention. The customer's expected blood results are 109-164mg/dl fasting. Verified the strips expired 10/22/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained and 438mg/dl and 512mg/dl not fasting. Reviewed meter memory: 1:434mg/dl (B)(6) 2015 04:09:00 pm fasting:no. 2:75 mg/dl (B)(6) 2015 02:45:00 pm fasting:yes. 3:116mg/dl (B)(6) 2015 09:13:00 am fasting:yes. 4:200mg/dl (B)(6) 2015 03:42:00 pm fasting:yes. 5:220mg/dl (B)(6) 2015 07:42:00 pm fasting:no. Memory concerns:512mg/dl,438mg/dl,434mg/dl, 200mg/dl,220mg/dl. Customer called requesting a new battery because she thought that resetting the device would correct the high readings that the meters have been displaying. Made customer aware that results are not battery related. Customer explained that she was hospitalized about 2 weeks ago with congestive heart failure and chronic obstructive pulmonary disease treated with prednisone and many other new medications. Adverse event not reported.